Event description:
During service the manufacturers field service engineer (fse) found the backup battery failed testing. The fse replaced the back up battery to correct the finding. No patient involvement. The device passed all manufacturers required testing.